Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported there were coupling and or communication issues. The patient had had coupling issues since implant and noted never getting more than two coupling bars. The pocket depth was assessed and noted as ¿not too deep.¿ antenna locate only have readings of middle 40¿s. At the time they were unable to get any coupling bars with the patient¿s recharger. It was later reported the patient was shipped a new recharger to rule out recharger issues. I spoke with her once she received the new one, and it was determined it is not the recharger causing the recharging issues. She has a follow up appointment scheduled for (B)(6) 2013. Possible pocket revision will be discussed at that visit. Follow up reported the recharging issue was due to the depth of the implant. It was also noted the implanting physician will be seeing the patient to discuss a pocket revision. Follow up reported the patient was scheduled for a pocket revision on may 9, 2013. Follow up reported the pocket revision was done but patient status was unknown.

Manufacturer narrative:
Analysis of the recharger (prgr 37754 insr recharge restore sensor, serial # (B)(4)) found no anomaly.

Event description:
Additional review indicated that the recharger would not charge. Less than two months later, it was reported that the alleged failure of the recharger was not confirmed. The unit was plugged into the desktop charger and charged normally. Desktop charger problem was suspected. Scratched faceplate was replaced. Recharge antenna was replaced due to cable discoloration.

Event description:
Additional information received reported that during pocket revision on (B)(6) 2013, the implantable neurostimulator (ins) was replaced per doctor's decision. For issues related to the patient's next ins, see manufacturer's report #3004209178-2014-04253.